Event description:
One tech was injured when removing stopper from a tube of blood and injured index finger. First aid and blood testing performed. Source of blood was non-infectious. No medical intervention required.